Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that device couldn't be power on, power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The device was scrapped.

Manufacturer narrative:
The manufacturer previously reported that recall statement in b5 section after the review it was determined that the device was not under recall. Section b5 should be corrected as: a device was returned to the third party service center as part of the recall process with no initial complaint. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. There were secondary findings that device couldn't be power on, power connector of the unit was corroded and corrosion on metallic surfaces, dust and dirt was observed inside the device. The device was scrapped. This report is being submitted for the power connector of the unit was corroded found during service. Section h remedial action initiated and recall (z) number were incorrectly marked in previous report. In this report it has been corrected as not applicable.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto CPAP unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.